Manufacturer narrative:
The report stated that the patients drg system was explanted in order for patient to have an MRI compatible system. Upon removal of the lead, it was interrogated and was found to be completely impeded. This observation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The patient reported that they fell but could not remember the exact date.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. Lead diagnostics showed that the drg lead was completely impeded. Surgical intervention was undertaken wherein the drg system was explanted.